Event description:
A patient reported while using the night aligners that they actually damaged their tooth/nerve. The patient stated that they were seen by their dentist for this. The patient said that the aligners did not change the straighten their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.